Event description:
It was reported the patient had breathing issues with dilaudid two months ago. It was noted the patient originally had fentanyl and bupivacaine, but there was a mess up and the fentanyl was taken out of the pump and replaced with dilaudid. It was noted the dilaudid decreased the patient¿s breathing that started as soon as dilaudid was put into the pump. It was stated the dilaudid was removed from the pump on (B)(6) 2014 and replaced with fentanyl and bupivacaine. It was noted the issue was resolved by removing dilaudid from the pump. Additional information was requested, but was not available for the date of this report.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).